Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-10-2024 patient reported that 4 infusion sets fell off during use. The infusion set was in use for 2 hours. Blood glucose level at the time of event was noticed 237 mg/dl patient replaced infusion set and resumed insulin successfully. No further information was available.